Event description:
Tampon unraveled [device breakage]. Case narrative: consumer reported via phone that the tampon unraveled during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon unraveled [device breakage]. Case narrative: consumer reported via phone that the tampon unraveled during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.